Event description:
The patient's mother reported that the vns lead actually broke and was going off in his chest until it was finally turned off. No known surgical intervention has occurred to date. No other relevant information has been received to date.